Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), epilepsy ('epilepsy'), genital haemorrhage ('abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding and hypomenorrhea. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular menses") and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("claiming psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/problem"), fatigue ("fatigue"), psychogenic seizure ("pseudo seizures"), libido decreased ("hormonal changes describe: decreased sex drive"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain") and seizure (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, libido decreased, vaginal haemorrhage, urinary tract infection, depression, anxiety, vaginal discharge, menstruation irregular, uterine haemorrhage and abdominal pain lower outcome was unknown and the epilepsy, migraine, headache, nervous system disorder, fatigue, weight increased and psychogenic seizure had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nervous system disorder, pelvic pain, psychogenic seizure, psychological trauma, seizure, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, migration, bladder problems, urinary problems, migraine, headaches, nuero condition/problem, fatigue, weight gain, epilepsy and pseudo seizures. Number of coils inside cavity ¿ 4 . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.179 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, abnormal uterine bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and epilepsy ('epilepsy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("claiming psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/problem"), fatigue ("fatigue") and psychogenic seizure ("pseudo seizures") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown and the epilepsy, migraine, headache, nervous system disorder, fatigue, weight increased and psychogenic seizure had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, epilepsy, fatigue, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, psychogenic seizure, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, migration, bladder problems, urinary problems, migraine, headaches, nuero condition/problem, fatigue, weight gain, epilepsy and pseudo seizures. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received ¿ new events migration, pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), claiming psych injury related to essure, bladder problems, urinary problems, migraine, headaches, nuero condit/problem, fatigue, weight gain, epilepsy, pseudo seizures and she did not undergo essure confirmation test were added. Product information and removal date were added. New reporter were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), epilepsy ('epilepsy'), genital haemorrhage ('abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included dysfunctional uterine bleeding and hypomenorrhea. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstruation irregular ("irregular menses") and uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("claiming psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/problem"), fatigue ("fatigue"), psychogenic seizure ("pseudo seizures"), libido decreased ("hormonal changes describe: decreased sex drive"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower stomach pain") and seizure (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, libido decreased, vaginal haemorrhage, urinary tract infection, depression, anxiety, vaginal discharge, menstruation irregular, uterine haemorrhage and abdominal pain lower outcome was unknown and the epilepsy, migraine, headache, nervous system disorder, fatigue, weight increased and psychogenic seizure had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, epilepsy, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nervous system disorder, pelvic pain, psychogenic seizure, psychological trauma, seizure, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, migration, bladder problems, urinary problems, migraine, headaches, nuero condition/problem, fatigue, weight gain, epilepsy and pseudo seizures. Number of coils inside cavity ¿ 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.179 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular menses, abnormal uterine bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received: lot no was added. Pt of event device dislocation was updated to device expulsion. New events - hormonal changes describe: decreased sex drive, abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, anxiety, vaginal discharge, lower stomach pain, seizures were added. Reporter's information, patient demography, medical history, historical drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.